Manufacturer narrative:
Adverse event (ae) assessment: ae assessor attempted multiple times to speak with the patient's spouse as well as the healthcare professional (hcp) to gather more information. From the limited details provided it appears that the patient was hospitalized for three days after she came home from having a stroke in november of 2022. The spouse stated that the patient was using the vgo at the time and it appears that she might have had hypoglycemia by the statement, "she was taking too much insulin". She had been on the vgo for 3-6 months prior to the stroke. It is not clear if she was in the hospital for a stroke, came home, then had "too much insulin" which was a second admission or if this was all one inpatient admission. It is not known how long after the patient came home after the stroke the patient was admitted for hypoglycemia. If the patient was a type 1 diabetic, as noted, she was probably not new to insulin. It is not known if her insulin needs had changed, or if she missed meals, or what medications she was on. It is not known how much insulin she was using. It is possible that the device contributed to the serious adverse event.

Event description:
The spouse of a patient called the v-go call center stating that the patient was hospitalized for three days after taking v-go. The patient's spouse stated that the patient just came home from having a stroke. It was reported that the patient was taking too much insulin. No additional information was provided at intake and no device is available for return to the manufacturer for evaluation.